Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual inspection revealed that the lock adaptor had come off the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adaptor. The dimension of each part of the actual sample was measured and confirmed to be equivalent to each part of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis with sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of some elements including si, which is likely to be derived from the silicone applied to the switch cocks of the sampling system in the manufacturing process to improve the lubricity of them. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adaptor was tightened up. As a result, the lock adaptor came off the male connector. In the production floor, silicon is applied to the switch cocks on the sampling system for the lubrication purpose. It was presumed that silicone was transferred to the male connector by the sampling systems having contacted each other during storage in the production. A review of the device history record and product release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that during the manufacturing process, the silicon applied to the switch cocks of the sampling system was transferred to the male connector part when the sampling system components were put in storage. Afterward, when the lock adaptor was re-tightened during preparation, it got over the rib on the male connector in lubricated state and detached. The male connecter and the lock adaptor of the sampling system fit with each other by the rib on the male connecter being caught with the stepped part provided inside the lock adaptor. Due to this structure, once the lock adaptor gets over the rib completely due to some factors, it may come off the male connector. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox custom pack was used pre-treatment. During setting of cpb circuit, the luer lock part was found loose. When the lock adaptor was re-tightened, it became dislodged despite not much force was applied to it. The procedure outcome was not reported. The patient was not harmed.